Manufacturer narrative:
The customer's report was verified and attributed to the date on the device being set to 11/21/37. Due to the incorrect date, the device recognized the pads as expired and failed the self test. The date was corrected to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.